Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead had dislodged and was found to be pacing and sensing the ventricle instead of the atrium. An intervention was completed to remove and replace the ra lead. No patient complications have been reported as a result of this event.